Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strip vial returned with one strip only - unable to test. Most likely underlying root cause of malfunction: user's test strip had poor storage.

Event description:
Consumer reported complaint for lo blood glucose test results. The customer's expected fasting blood glucose test result range is 100 to 130mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 119 mg/dl and 105 mg/dl. The product is stored in the bedroom. The strips are being left out of vial and put back in if not used. The test strip lot manufacturer's expiration date is 02/28/2017 and open vial date is 05/10/2016. The meter memory was reviewed for previous test result history: 119mg/dl fasting: yes; lo fasting: no; 96mg/dl fasting: yes. Customer calling stating that his meter read "lo" when his girlfriend tested with it non-fasting but it was giving him results that he was comfortable with.